Event description:
The device was fired and the jaws of the instrument would not release from the artery. The surgeon attempted to remove the device and the artery was torn. The pt was opened to repair the artery.